Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer delivered a bolus to address a blood glucose (bg) level. Subsequently, the customer¿s bg lowered to 74 mg/dl. Reportedly, the ¿pump delivered too much insulin¿. Customer addressed bg with juice and candy. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.